Manufacturer narrative:
H3. The catheter was returned for analysis an identified c450/mdd catheter/catheter body/has significant twisting that may have affected infusion and c450/mdd catheter/catheter body/kink observed medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine 1mg/ml at 0. 1200mg/day via an implantable pump. It was reported that the pump flipped and the catheter damaged due to the catheter coiling. A pump pocket and catheter revision were performed. During the procedure, the healthcare provider cut off 2cm of distal tip catheter portion and the collet that connects to the pump segment. The pump was removed and from lower left abdomen and placed in right upper buttocks and new pump segment was placed. There were no known environmental, external or patient factors that may have led or contributed to the issue. The issue was resolved at the time of the report, and it was noted the healthcare provider would not have any further information regarding the event.

Manufacturer narrative:
Continuation of d10: product ID 8784 serial# (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2025 product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(6), ubd: 27-jun-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.